Manufacturer narrative:
These examination results verified the reported event for one of the acetabular components. A design change was incorporated in september 1996 to reduce or eliminated this "snug" condition. The component of this event which was verified to be too tight was manufactured in april 1992.

Event description:
When the ring on the bipolar cup is closed, the head slides and gets stuck. There was no adverse consequence for the pt or delay in surgery or anesthesia time.